Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil sr wire was fractured and coil was not returned for evaluation. Conclusions: evaluation of the returned ruby coils revealed three damaged devices. The reported complaint indicated that a 0.035 catheter was used to deliver the ruby coils in the procedure. The 0.035 catheter has a larger inner diameter which will allow the ruby coils to take shape within the catheter lumen. Advancing the ruby coils through the 0.035 catheter may result in resistance and the coils can become stuck inside the catheter. Forcefully advancing and retracting the coil against resistance may result in a damaged device. Further investigation revealed bends and kinks on the pusher assemblies on the returned devices. Those damages were likely incidental to the reported complaint and could have occurred during return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2019-00236. 2. 3005168196-2019-00237.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00236; 3005168196-2019-00237.

Event description:
The patient was undergoing a coil embolization procedure to treat a bleed in the splenic artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra catheter, the ruby coil was coiling inside the catheter and would not advance; therefore, it was removed. It was reported that the same issue occurred with two other ruby coils; therefore, the ruby coils and the catheter were removed. The procedure was completed using a lantern delivery microcatheter (lantern) and four additional ruby coils. There was no report of an adverse effect to the patient.